Manufacturer narrative:
On (B)(6) 2011 - sys is broke, request new bed. Technician found that the front right rail would not latch. Found that the wire cover was broken on siderail arm. Removed cover off rail and bed latched as designed.

Event description:
Account alleged that the siderail would not latch. No injury reported.